Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (delivers pulse lower limit) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to thermally damaged u718, u727, and u728 components on the distribution node pca. The root cause for the thermally damaged components could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt delivers a pulse below the lower limit.